Manufacturer narrative:
Insulin pump received with unresponsive act button due to corroded keypad traces. Cracks to the case and a scratched lcd window also noted.

Event description:
It was reported that the insulin pump had an unresponsive keypad. The blood glucose reading was 112 mg/dl. No significant events leading to the keypad issues were observed. Advised discontinuation of the insulin pump and to revert to their back-up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)